Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a controller fault alarm and performed a controller exchange at home as the green light was off on the controller. The submitted log file showed 6 pump stops and 5 low speed alarms on (B)(6) 2023 while connected to batteries. The patient's known short to shield may have matured into a phase to phase short. The controller seems like it may have gone into backup mode as a result of the short. Related manufacturer's report: 2916596-2023-00450.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated for pump stops caused by phase-to-phase issues. The heartmate ii system controller was returned for analysis, and log files were submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 46 days (B)(6) 2023 per timestamp). Low pump speed events were active intermittently on (B)(6) 2023 from 14:15:54 ¿ 15:00:02. The low pump speeds were consistent with a phase-to-phase short in the pump cable as the phases were shown to be fluctuating in value. The shorts resulted in the pump to completely stop on (B)(6) 2023 at 14:15:55, 14:49:45, 14:59:40 ¿ 14:59:48, and at 15:00:02. The pump was able to regain speeds above the lsl shortly after stopping. The shorts also resulted in the rsoc voltages to fluctuate during this period resulting in a total loss of power and no external power alarms to activate due to the rsoc voltages simultaneously dropping to 0v. The alarms were intermittently active on (B)(6) 2023 from 14:59:39 - 15:00:02 while the controller was connected to battery power. The backup battery was able to provide power to the system during the alarms. The alarms did not clear in the log file. There were no other notable alarms active in the logfile. The device appeared to function as intended. Additional log files were submitted for review following the controller exchange. The log files showed similar events of phase-to-phase shorts resulting in intermittent pump stops. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to function as intended. The green pump running led will not illuminate when the pump is stopped. The root cause of the reported event was conclusively determined to be caused by an issue with a phase-to-phase short in the driveline resulting in power fluctuations on the controller. This is not indicative of any issues with the controller as the controller functioned as intended. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, and low flow alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.